Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the service technician noted dust contamination. The reported complaint was confirmed. The device was functional during evaluation. No evidence was identified to suggest that device performance contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.